Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx-verify got delayed. A technical support specialist confirmed that the customer submitted an oxy request for a patient; however, the request was not crossing over to the pharmacy for approval in a timely manner, observed a delay between the request time and the approval time, with the approval being received after approximately one hour. The issue occurred twice, as the customer called back to report the same behavior for a different patient, where the request was eventually approved after a brief delay. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower rx-verify got delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.